Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code-batch. There are (B)(4) in stock in b. Braun surgical's warehouse. We have received 15 closed samples from the customer and 1 open sample that shows splitting in the thread surface. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.32 kgf in average and 1.26 kgf in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). We have also tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.20 kgf in average and 0.92 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) additionally, we requested a box from stock (36 closed samples) for analysis. We have tested the knot pull tensile strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.23 kgf in average and 0.98 kgf in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). We have also tested the needle attachment strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.15 kgf in average and 0.43 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). On the other hand, we have checked the tested samples from the customer and from stock and we have not found splitting on thread surface before and after performing the tests in any of the samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: according to the results of the closed samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the suture thread broke twice, one during the suture procedure, and the other one during the knotting of the remaining thread. Two threads were used and both broke. Also, the needle was detached from the thread without particular tension. The event occurred during debranching aortic surgery (cardiac surgery). The suture was used to puncture of a vascular prosthesis (diameter 14), suturing the aortic vessel. Continuous suture technique employed and 8 square knots. The patient was not injured, only the intervention was prolonged. Additional information has not been provided.